Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. Visual inspection noted the is-1 front seal was delaminated. Resistance testing confirmed the electrical continuity of the segment. Delamination of the front seal most likely occurred as a result of the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that a red alert was generated for this system due to a shock impedance measurement of 13 ohms. A review of the stored episodes identified intermittent noise and oversensing. A boston scientific technical services consultant discussed the clinical observations with the caller and recommended testing. The caller stated a lead revision will most likely occur in the near future. Subsequent details were later received confirming a revision procedure was performed and the system was removed from service and replaced. No adverse patient effects were reported.